Event description:
It was reported to philips that the device during the operational check froze and the batteries needed to be removed in order to restart the device. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Customer evaluated device.